Manufacturer narrative:
Additional information was received noting that the device was supplied under a physician sponsored ide. Additional information was received noting that the device was supplied under a physician sponsored ide.

Event description:
Delivery system began leaking extensively at the white plastic assembly where the trigger wire release are mounted. Patient lost extensive amount of blood and pressure crashed. It was attempted to reduce blood loss from leaking area, drugs was administered to increase blood pressure and an occlusion balloon was repeatedly inflated & deflated to occlude aorta. Patient lost 1.5 liters of blood. 07 august 17 update: patient lost 2.7 liters of blood and was near cardiac arrest. The patient anatomy was technically easy and the endovascular segment was able to be complete in 20 minutes until the delivery system could be exchanged.

Manufacturer narrative:
This report relates to report 9680654-2017-00017.

Event description:
Delivery system began leaking extensively at the white plastic assembly where the trigger wire release are mounted. Patient lost extensive amount of blood and pressure crashed. It was attempted to reduce blood loss from leaking area, drugs was administered to increase blood pressure and an occlusion balloon was repeatedly inflated & deflated to occlude aorta. Patient lost 1.5 liters of blood. 07 august 17 update: patient lost 2.7 liters of blood and was near cardiac arrest. The patient anatomy was technically easy and the endovascular segment was able to be complete in 20 minutes until the delivery system could be exchanged.

Manufacturer narrative:
This report relates to report 9680654-2017-00017.

Event description:
Delivery system began leaking extensively at the white plastic assembly where the trigger wire release are mounted. Patient lost extensive amount of blood and pressure crashed. It was attempted to reduce blood loss from leaking area, drugs was administered to increase blood pressure and an occlusion balloon was repeatedly inflated & deflated to occlude aorta. Patient lost 1.5 liters of blood.